Event description:
It was reported that a spectrum infusion pump was alarming for a false upstream occlusion. Any pt injury or involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log), but did not reproduce the false upstream occlusion alarms. The specific cause of the reported symptom could not be found, the device passed all testing. However, the device was recalibrated to ensure proper occlusion detection.